Manufacturer narrative:
Review of the pcu event log confirmed the customer¿s claim of a receiving an ¿infusion complete¿ alert before the programmed vtbi (all) was reached. During lab testing, the event failure of receiving a premature ¿infusion complete¿ alert following a patient occlusion alarm was replicated multiple times. The cause was determined to be a software anomaly, believed to be related to the back off operation used to reduce the pressure developed in the syringe and set during an occlusion. This is based on the mismatch between the continuous drug dose vtbi and the syringe volume values recorded in the pcu event log immediately prior to a premature ¿infusion complete¿ alert. However, it was found that disabling ¿all mode¿ in the guardrails dataset prevents this anomaly from occurring. With ¿all mode¿ disabled, the user must enter the vtbi when programming an infusion. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reports false alarms with the syringe modules when used with the critical care profile for continuous infusions. They are unsure, but staff feels this may be related to use of the pressure sensing disc. The alarms include infusions complete when there is still a significant amount left in the syringe and syringe empty alarms right after a new syringe has been installed. In this specific case the pump infusing prostaglandins at a rate of 3.82 ml/hour in the cccu rang occlusion and then infusion complete. The same infusion was then restarted. The pressure limit was set at 150 mmhg, and the pressure reading was 122 mmhg. The line was flushed and the pressure decreased to 22 mmhg. There is no report of patient harm.